Event description:
It was reported there was an apparent fracture of the left ventricular epicardial lead. It was further reported the fracture was seen on chest xray. The lead was replaced. The lead will not be returned to the manufacturer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). A 8042b implantable cardioverter defibrillator (ICD): implanted: (B)(6) 2009. A 4965 implantable pacing lead: implanted: (B)(6) 2005. A 4965 implantable pacing lead: implanted: 2005.